Event description:
It was reported that the patient presented to the emergency room due to undefined impedance and no capture on the right ventricular (rv) lead. Unipolar configuration was also tested with the same results. Fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.